Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a posterior capsular tear occurred during a laser assisted cataract procedure. Under the microscope, everything looked perfect. Doctor began phacoemulsification and noticed some bubbles still that had not released after hydro dissection. Doctor is unsure if over hydro dissection was done or if not enough was dissected. Doctor felt that this was not laser related as laser treatment was complete.

Manufacturer narrative:
A company representative visited the site and performed preventative maintenance on the system and found no system issues that could contribute or be the cause to the reported event. System was tested and verified to meet specifications. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Based on assessment, the product met specifications at the time of release. (B)(4).